Event description:
It was reported that, during a procedure, the system experienced misalignment issues, which resulted in the surgeon's finger being burned. There was no patient and procedure outcome.

Event description:
It was reported that, during a procedure, the system experienced misalignment issues, which resulted in the surgeon's finger being burned. There was no patient and procedure outcome.

Manufacturer narrative:
E2. Health professional: corrected e3. Occupation: corrected g2 report source: corrected the console was serviced at the customer site. A the laser was powered on, and no issues or errors were reported by the laser. The only error on this laser was a spare debris shield is missing. The optics area was opened, and all optics were checked for pitting and damage; this included the lens cell optic. The lens cell optic was replaced as it was showing signs of pitting. Alignments of each beam path was performed, and all beam paths are in tolerance. Power testing was performed and all testing passed. The laser is ready for use. Burn is a known risk associated with this device type as indicated in risk documentation.